Event description:
Non-delivery of tpn without a pump alarm. The pump was programmed to deliver the tpn over 12 hours via a PICC line. The volume of the bag and pump settings were unspecified. The patient was to receive the tpn therapy during the evening to infuse over night. The patient's spouse hung the tpn in the evening. In the next morning, the spouse called into the facility to report that the tpn had not infused, although the pump displayed an unspecific volume had been infused. The patient was taken another pump that day. The doctor was notified of the missed dose, and no new orders were given. The tpn therapy was resumed that evening. There was no reported bleed back. There was no report of adverse patient effect. The patient's IV access remained patent. Altough requested, no addtional information was available.